Event description:
The patient was seen in clinic post battery replacement and when their device was checked, high lead impedance was observed. Chest x-rays were ordered for the patient. Additional information received noting that the patient has not experienced any recent trauma or manipulation. The x-ray report was received but not the actual images. Per the report the leads appear to be intact. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal data from the generator was received and reviewed.

Event description:
Additional information received noting that the patient underwent surgery. The surgeon first reinserted the lead pin but the lead impedance remained high so the surgeon elected to bring the patient back another day to perform a lead revision. It was reported that no obvious lead damage was observed and the surgeon confirmed that after reinserting the lead pin it was fully inserted and a system diagnostics test was performed.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates, corrected data: supplemental #03 report inadvertently provided incorrect information.

Event description:
The x-ray images were received and reviewed. The generator placement appears to be placed per labeling below the fourth rib. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feedthru were confirmed to be intact. There was only a zoomed in image showing the generator received and the patient's neck region is not shown. Therefore, no assessment could be provided in regards to strain relief and the lead being intact with no gross fractures, discontinuities or sharp angles. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.